Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, after use of an unknown 6/7f mynx control vascular closure device (vcd), the patient developed a deep vein thrombosis (dvt). Patient recovered. The product was stored per instructions for use (IFU) and opened in a sterile field. Physician used mynx for a venous case. Physician was in training for mynx control. Physician requested information on why this would have potentially occurred. Physician will not use the device moving forward without explanation. The device was not available to be returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. A deep vein thrombosis (dvt) is a known potential complication and is listed in the mynx control vcd instructions for use (IFU) as such. A dvt occurs when a blood clot forms in a deep vein, most commonly in the lower leg [calf] and can spread up to the veins in the thigh. A dvt is the result of three principal factors: reduced or stagnant blood flow in the deep veins (venous stasis); injury to the blood vessel wall; or an increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). With the limited information available for review, it is difficult to determine what factors may have contributed to this dvt reported. The dvt could be related to anticoagulation, the patient¿s prior history of dvt, the user¿s handling of the device, and/or decreased mobility of the limb affected in order to promote coagulation. In this particular case, this procedure was a venous procedure in which a mynx control vcd was used to close the venotomy. It is possible that the patient¿s inactivity and/or the injury to the vein via the venotomy contributed to the dvt reported. Additionally, as the mynx control was used off label (it is only indicated for arterial use) and the user was in training at the time of the event, procedural/handling factors also may have contributed to the dvt. Without return of the device or procedural images, the reported event could not be confirmed. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, ¿the mynx control vcd is indicated for use to seal femoral arterial access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the design/manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Event date unknown. As the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of an unknown 6/7f mynx control vascular closure device (vcd) patient developed a deep vein thrombosis (dvt). Patient recovered. The product was stored per instructions for use (IFU) and opened in a sterile field. Physician used mynx for a venous case. Physician was in training for mynx control. Physician requested information on why this would have potentially occurred. Physician will not use the device moving forward without explanation. The device will not be returned for evaluation.